Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5097050.

Event description:
It was reported that the patient had multiple contacts out. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Event description:
It was reported that the patient had multiple contacts out. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy. Additional information was received that the patient experienced inadequate stimulation due to multiple contacts out.